Event description:
Complainant alleged that during biomed testing the pacer output was out of specification and did not capture pace intermittently. Complainant indicated that there was no pt involvement in the reported malfunction.